Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation performed. There was no reported product deficiency. The reported patient effect of restenosis, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the stent delivery system (sds) was delivered without pre-dilatation (direct stenting) of the lesion during the index procedure. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is not known how direct stenting may have contributed to the reported patient effect.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that on (B)(6) 2011 the patient was hospitalized for chest pain. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization with one 3.0 x 23 promus stent in the right coronary artery for 99% in-stent restenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged home. There was no adverse patient sequela reported. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of angina as listed in the xience v instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately twenty seven months post direct stenting in the mid right coronary artery with two xience v stents, the patient underwent elective diagnostic heart catheterization which revealed a 70% in-stent restenosis. On (B)(6) 2011, the patient underwent percutaneous transluminal coronary angioplasty in the target lesion. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. There was no adverse patient sequela. There was no additional information provided.